Event description:
Dialysis treatment delayed for alarm concentrate type error a pump 40. Found mineral buildup on concentrate line connectors. Operating within manufacturer's guidelines after vinegar rinse.